Event description:
The customer reported that an erroneously elevated white blood cell (wbc) results with instrument generated flags were generated for same sample patient results tested on a coulter act diff analyzer in closed vial mode. Beckman coulter inc. Assessment of customer supplied data indicated the generation of two instrument flagged (*) elevated wbc results compared to the correct reference wbc result. Data also demonstrated lower red blood cell (rbc), hemoglobin (hgb) and hematocrit (hct) results and higher mean corpuscular volume results without instrument flags when compared to subsequent reference results which were regarded as correct. The suspect results were not reported out of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated with this event. The sample was a venipuncture sample tested within twenty four hours from collection.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site for this event. The field service engineer (fse) replaced the lyse syringe to resolve this issue. Upon completion of the necessary and verified repairs the instrument was returned back into operation. The failure mode for this event was the lyse syringe.